Manufacturer narrative:
The reported event could not be confirmed as the product was not available for evaluation.

Event description:
It was reported that the manifold clogged during a procedure. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the manifold clogged during a procedure. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for evaluation.